Event description:
It was reported that the cr femoral impactor pad split apart while impacting the femoral trial during surgery. A secondary femoral impactor was used as a workaround without delaying the procedure. The patient had no consequences or impact. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). G2: foreign - event occurred in australia. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.